Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned.

Event description:
Pt complained an unk screw, implanted in his foot, broke post-operative on an unk date. Removal of broken screw is unk.